Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding the delivery of intrathecal lioresal (2000mcg/ml, 1198.3mcg/day) via an implanted pump for intractable spasticity and spinal cord injury/spinal cord disease. It was unknown when the event/difficulty occurred. The pump was implanted on (B)(6) 2013 and explant was planned, not scheduled. During a (B)(6) 2015, the pump was observed to be "literally was out of his body". The patient had the pump covered and taped. The issue began as a scab and then the scab opened. Diagnostics and troubleshooting were not needed. The dose was reduced by 300 mcg and was currently 1198.3 mcg/day. The plan was to reduce the dose and give oral medications until the pump was explanted. The issue was not resolved at the time of this report and the patient's status was "alive- no injury." The patient started to experience spasms and he had not been taking any oral medication for this issue. There was no infection despite the wound. The cause of the scab was not determined. The pump was titrated down and explanted on (B)(6) 2015.